Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced implant loosening, displacement and infection requiring implant removal at 3 months.